Event description:
It was reported that following the implantation of an elevate anterior, the patient experience a lower urinary tract infection. The patient was prescribed nitrofurantoin 100 mg, 2x a day for 7 days. The event is considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event.

Event description:
Additional information received indicated that the event was considered resolved/recovered with no sequelae as of (B)(6) 2015. If additional information is received, a follow up report will be sent.